Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. During the course of the investigation, it was found that the pump delivered below the +/- 5% range generally considered non-reportable by mmdg. The pump's condition was attributed to its most recent servicing having been only partially completed by a third-party servicer. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
The initial reporter stated: "low volume reading". No patient involvement was reported, and no further information was given' (B)(4).